Event description:
It was reported that an altitude alarm was triggered on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition, but after following technical support's instructions to clear obstructions and clean the speaker holes, they were able to reconnect the cartridge and resume insulin. The pump returned to normal operation, and technical support provided guidance for preventing future altitude alarms, which the customer acknowledged.